Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 1.4, re-test: 2.0, doctor's poc: 1.8. Customer reported that the gp used the same finger prick and tested the second drop of blood for the inratio re-test. Customer tested himself on (B)(6) 2011 using a new lot of strips, and obtained two identical results: 2.1. Date: (B)(6) 2011, inratio: 1.3, clinic: 1.7. The first attempt on inratio2 meter gave error code 411, the second attempt returned an inr of 1.3. The clinic equipment showed inr to be 1.7.